Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he think the bolus wizard on the insulin pump was not calculating correctly how much insulin he should take for corrections. Customer also mentioned he was experiencing high blood glucose. Customer stated he would call back for troubleshooting when issues reoccur. No further information reported.